Event description:
It was reported that a user experienced difficulty removing an ilet cartridge despite disconnecting the connector and performing a rewind, consistent with a mechanical obstruction related to the cartridge and its connector. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Customer care provided support that included guided troubleshooting and user education performed by support personnel. Investigation of this case revealed that using an alternate connector enabled successful disengagement and removal of the stuck cartridge, consistent with a transient mechanical interference with the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device components resulting in a temporary mechanical binding that was resolved through corrective handling.